Event description:
1/18/2000 add'l info; co sales rep inform us that at the procedure the surgeon used the ets45 in order to close the rectum without any problem. When they wanted to use the circular stapler, the suture line made by the ets45 opened completely and the surgeon had to change and close the rectum with manual suture.

Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsw45 staples didn't close correctly. The procedure was converted to an open surgery.